Event description:
Crimper got stuck in handle (firing device) and couldn't be used. Recently had trouble with other corknot devices. No patient harm. New device opened. Has been reported & returned 2 boxes to lsi solutions. Manufacturer response for core knot 5mm, (brand not provided) (per site reporter). Issued rga#.